Manufacturer narrative:
The device was not returned for evaluation. The caller reported that the cannula may not have inserted properly into the infusion site. This condition could interrupt insulin delivery and contributed to hyperglycemia. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia), if you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test, if you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother reported the device was activated at 7:21 am. At 4:06 the pod was deactivated and manually injected 3.5 units for correction. The mother believes that the cannula may not have fully entered the body because the cannula seemed bent when they removed the device. She stated she will manually correct until his bg is at a reasonable level.